Manufacturer narrative:
There were no similar complaints for the complaint product code received in the last 12 months. A returned sample was not available for evaluation; however, testing of randomly selected retained samples revealed no similar issues. All products are packaged and stored in a cool dry warehouse protected area from direct sunlight. Products are properly stacked on trays, and the warehouse undergoes routine inspections to ensure facilities and stored products remain in acceptable condition. The assembly process consists of cutting, sewing, folding, and packaging. The cutting and sewing operations do not impact the glue-coated area of the product bottom and therefore do not affect fabric performance. There have been no changes to the glue supplier. An evaluation of the glue supplier and a review of the fabric test reports identified no abnormalities. Inspection of retained samples showed no holes resulting from uneven glue application. In addition, appearance inspections are conducted on each roll of fabric produced to ensure product quality. Wear testing was conducted in office, production, and laboratory environments, and no tendency for the boot covers to slip was observed. Inspection test reports for 2024 production lots were reviewed and demonstrated that both static and kinetic coefficients of friction exceeded 0.6, meeting the fabric specification requirements. All results were within established acceptance criteria. As a result, the root cause could not be determined. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in the event is not available for return. O&m halyard, inc. Is the specification developer and complaint handling establishment of the halyard hi guard regular full coverage boot, universal. The complaint component halyard hi guard regular full coverage boot, universal, part number 69571 is contract manufactured by hubei xinxin non-woven co., ltd (FDA registration number (B)(4)). Supplier corrective action request (scar) was submitted to the manufacturer on november 10, 2025. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Field performance observations during intraoperative use have identified issues including loss of traction or slippage on operating room floors, with incidents involving surgeons during procedures. Additional findings include material tearing and delamination, which compromise barrier integrity. These issues have raised staff safety concerns; however, no patient or end-user harm has been reported. Additional incident details have been requested; however, complainant has not responded to-date.